Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/02/2014). The patient¿s meter has been returned on 6/16/2014 and evaluated by lifescan product analysis on 6/18/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2014, the lay user/patient's spouse contacted lifescan (lfs) alleging that his onetouch ultralink meter read inaccurately high compared to another device. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient and his spouse. The patient's s wife reported obtaining blood glucose readings of ¿389 mg/dl¿ with the subject meter and ¿203 mg/dl¿ on a hospital meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30. During the follow-up call, the mss learned that the patient was hospitalized from (B)(6) 2014 till (B)(6) 2014, for a health condition unrelated to his diabetes. The patient¿s spouse reported that during the patient¿s hospitalization, his blood glucose began to run really high and the patient was placed in ICU for 9 days. The patient¿s spouse confirmed that the patient was obtaining high blood glucose results with both the subject meter and hospital meter prior to being moved to ICU. After 9 days in ICU, the patient was transferred to recovery unit, where they continued to monitor his blood glucose with the subject meter. The patient¿s spouse stated that the patient is on insulin pump therapy and was adjusting his insulin based on the meter results. On several occasions (dates not recalled), the patient¿s blood glucose reportedly dropped. The patient¿s wife informed the mss the patient developed symptoms of a low blood glucose (shaky, sweaty) and when tested with a hospital meter his blood glucose would measure ¿43 mg/dl¿. The patient was treated with cookies and milk in response to low blood glucose symptoms. The patient¿s spouse stated that after several of these low blood glucose excursions, they discontinued testing the patient with the subject meter and just used the hospital meter. The patient¿s spouse reported that the patient did not suffer any additional low blood sugar excursions once he discontinued testing with the subject meter. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient¿s spouse claims the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.